Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# unknown implanted: explanted: product type product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745nt lot# serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues recharging their implant and the issue began about a week ago. Patient stated the controller would say poor recharge quality when trying to recharge the implant. Patient denied any recent falls or trauma. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent walked patient through resetting controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; implant went into passive recharge mode with numbers 10-54-54. Patient repositioned the recharger and the numbers increased to 9-52-56. Patient kept repositioning the recharger but the middle number would no increase past 54. Agent instructed patient to place the paddle over the relay box of the recharger and patient saw the numbers 9-52-56. Agent asked and patient mentioned they last charged their implant a couple weeks ago. The issue was not resolved. A request was sent to the repair department to replace the recharger. Other: patient mentioned that they had the paddle replaced about a month ago. Patient called in and reported that they saw software problem 1. Intellis; 2. 3.6; 3. 58; 4. Qf_new, just this morning while charging their implant. Patient confirmed no physical damage in the battery compartment and battery pack. During the attempt to charge the implant patient mentioned that they're still getting poor recharging quality even after trying to reposition the paddle multiple times and the recharging paddle was replaced recently. Patient confirmed the controller was at 50% and implant was in the red. Due to having the same issue that was previously documented of not advancing poor recharge quality, a replacement controller was sent out. No symptoms were reported. Patient called back stating the received the replacement controller; however, were seeing no device found. Agent asked if patient had completed the setup process and patient stated they had not and confirmed they had aa batteries inserted in the controller. Patient stated they had already mailed back mdt bp inside of previous controller. Agent reviewed information and sent request to repair for replacement battery pack. Patient called back and stated they got their replacement device, but they could still not charge their implantable neurostimulator (ins). Patient stated that it had been several weeks since they last charged their ins. Patient was currently on the implant set up screen on their controller. Agent walked patient through the se t-up process, but the patient was getting a no device found message. Agent walked patient through passive recharge mode but the highest number the patient could get was 18 after several repositioning of the antenna over the implant. Patient placed the antenna over the relay box and got 81. All external devices had just been recently replaced. Patient confirmed not having any recent falls. Agent redirected patient to healthcare provider (hcp) to further address the issue. Agent also emailed reps for visibility.